Manufacturer narrative:
(B)(4). Per review of the batch records for potentially associated lots: h13d20054 and h13c28059, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced peritonitis. The patient was hospitalized on the same day for the peritonitis. However, the treatment information was not reported. Three days later, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.